Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the end of phacoemulsification tip was flattened/had a blow before surgery. The surgery was completed after replacing the phacoemulsification tip with another one. The procedure type was unknown. There was no information about patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened phacoemulsification tip (phaco tip) in a wrench was received. Sample was visually inspected and found to be nonconforming with bevel bent at the tip, wear on threads, back of flange, & nut corners and consistent with threading on handpiece. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the complaint was reviewed by the manufacturing site. The photos show flattened phaco tip and pak lot number. Reported issue cannot be confirmed from photos. The investigation conducted a non-conformance review of the possible lot numbers. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The returned sample is visually non-conforming with the phaco tip bent; therefore, end of phacoemulsification tip was flattened/had a blow was confirmed; however, how and when the phaco tip became bent could not be determined. Most likely root cause is handling during placement of the phaco tip onto the handpiece. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s direction for use and manual could potentially contribute to an outcome similar to the reported event. The console operator¿s manual includes warnings: prior to use, inspect the tip(s). If there is excessive bending and/or any damage to the products, do not use the tip. Use of a damaged or deformed tip may cause ocular tissue damage and/or inflammation. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all alcon products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).